Event description:
During selective coronary angiography of the rca the pt moved and caused the physician to twist the catheter x 3. This broke the catheter and caused the broken end of the catheter and the sheath to come out of the pt. The tip of the broken catheter was still in the pt and a retrieval snare was employed to capture the broken tip and successfully remove it from the pt.